Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient (pt) reported their body "rejected the whole thing" so pt had to have both the lead and ins removed. Pt stated this occurred within two-three days of getting the implant and reported they developed a "large fluid pocket". Agent did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.